Event description:
Report received of an over-delivery of insulin. The customer contact could not recall the concentration of the insulin infusion, but thought that it was probably a 1:1 concentration. It was reported that d5w was infusing on the primary line at 150ml/hr and the insulin drip was infusing via the secondary line at 7ml/hr through a right antecubital IV site. The pump kept alarming with an occlusion alarm and was placed on hold while the IV site was being assessed. It was determined that the IV site was the cause of the pump alarms, and the IV site was discontinued. After the IV site was restarted, the infusions were resumed at 1:15am using the same IV pump and tubing set-up. At 2:00am, the rn went to hang albumin and noted the bag of insulin was empty and the pump was alarming. At this time, the pump display indicated that 19ml of the insulin had been delivered, but the entire 100ml bag was empty. It was not known what time the bag of insulin was hung; therefore the expected delivery volume cannot be determined. A fingerstick blood sugar was obtained, with an initial value of 83mg/dl. According to the customer contact, the blood sugar level continued to decrease to a reported low level in the 30's. The pt required repeated IV doses of d50 and subsequent d10 continuous infusion to be initiated at an unspecified rate. The customer contact could not recall the total number of d50 boluses required. The d10 infusion was discontinued before 7:00am, when the pt's blood sugar levels were reported to stabilize. No further medical interventions were required. Though requested there was no further info available.